Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer's blood glucose was not known. She stated she did not hold down a button for 3 minutes or longer. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. A button was unresponsive, due to moisture damage on keypad trace. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.